Manufacturer narrative:
A philips remote service engineer (rse) contacted the customer biomed. The biomed stated that mmx device to measure patients' spo2 vital, is not displaying a numerical value. The biomed explained that he tried testing the mmx device on himself with the same cabling used by the staff with an mx450 monitor, tried testing the mmx using his simulator and tried using different cabling, all scenarios resulted in the device generating an spo2 waveform but no numeric. The rse asked the biomed if the monitor gave an inop alarm message and the response stated no inop alarm was given. The rse suspected a problem with the device's spo2 parameter board and/or spo2 adapter board but wanted to consult a philips remote application specialist (ras). The ras asked if the spo2 numeric label was seen and asked if a ? Mark was displayed where the numeric should be. It was concluded that the spo2 parameter board and spo2 adapter board should be replaced. The biomed was provided the parts identification for the replacement parts and an onsite service request was submitted. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty spo2 board & spo2 adapter board. A philips field service engineer (fse) visited the customer site to perform repairs. The device was operational after repairs were completed. B3: date of event: update to correct reported event date.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the spo2 its only showing the line (wave) and not the numeric value of the spo2 measurement. The device was in use on a patient at the time of the event. There was no adverse event reported.